Event description:
A customer contacted beckman coulter inc. (Bci) in regards instrument unicel dxc 800 pro synchron chemistry analyzer generated low anion gaps. The results were not reported out of the laboratory; hence patient treatment was not impacted by this event. The samples were repeated on an alternate instrument and high anion gaps results were obtained and reported. The customer did not provide individual na, cl and co2 results.

Manufacturer narrative:
Sample information was not provided. Per customer, na qc results (fse) found a large air bubble on the face of the na measuring electrode. Fse replaced the electrode and verified performance.